Event description:
Physio-control is currently investigating several reports of failures that relate to electrical shorting in dielectric layers of the membrane switch. The following observed symptoms have been reported: device powering itself on, prematurely drained and/or depleted batteries, and the device losing power when the "charge" or "shock" button were pressed. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.